Manufacturer narrative:
(B)(4) - pt outcome was not provided by the rptr. (B)(4) - misplacement is labeled in the IFU. Event eval: still under investigation.

Event description:
On (B)(6) 2011, an (B)(6) male pt underwent left common iliac artery aneurysm (the diameter was 30mm) and both side of internal iliac artery aneurysm repair. The pt's anatomical form was not suitable for the procedure. The pt experienced open surgery for aaa and had left hernia inguinalis. Moreover, anamnesis was hyperpiesia and hyperlipemia. The physician planned to place one iliac leg from bifurcation of left common iliac artery, which was blood vessel prosthesis, to external iliac artery under fluoroscope. During placement, the fluoroscope started playing back the recorded image, and the physician was not able to see the iliac leg position. Under the condition, the iliac leg was placed. Then the two proximal stents were stuck out into aorta, and length of the iliac leg to external iliac artery was not enough. An additional iliac leg was placed to resolve it. The physician decided to take follow-up observation since the procedure took a long time under anesthesia. The pt's condition after the procedure was not provided by the reporter.